Event description:
It was reported that during service and repair pre-testing, it was observed that the battery device would not charge. It was further reported that the device had corroded contacts. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device would not charge. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn components from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.